Event description:
Customer alleges discrepant results with meter and the lab: date: (B)(6) 2011; inratio: 1.7; lab: 3.6. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Per technical services rep, pt was on lovenox. Lovenox is a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per product user guide - limitations, "this test should not be used for pts on heparin therapy." Unable to perform retained strip test due to unk strip lot number on the event details. No further investigation is required. Trend analysis is not required at this time - no strip lot info. This issue will be subject to future tracking.